Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. The cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 10:08:25. During night drain cycle seven, the patient's ultrafiltration reading was 3443ml, indicating the home patient (hp) drained 2743ml more than their maximum programmed fill volume of 2000ml. No further information was available.